Manufacturer narrative:
Follow-up #1: date of submission 06/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/27/2016 with the following findings:the complaint could not be confirmed or duplicated on investigation. The keypad cover was intact with no evidence of physical damage. The keypad buttons responded normally to button presses. The keypad cover was removed and there was no internal damage found to the button contacts or to the keypad flex. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The customer stated that the ok button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.